Manufacturer narrative:
Corrected information: h6 - fdd code a150204 was removed as it was clarified that the user did not encounter this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the dcs had an audible noise that was emitted during valve release, which indicated the valve was close to 80% deployed. The safety locks that are located at the end of the dcs, near the wire lumen flush port, capsule flush port, and tip retrieval mechanism, were activated before reaching the portion where the audible noise occurred. It was further reported that after the improper activation of the latches on the tip retrieval mechanism, the dcs did not respond to commands. At that time, on fluoroscopy, approximately 1 ¿diamond¿ of the valve exteriorized. A loading error was not identified during loading, and unusual resistance was not felt during the loading of the valve. The valve was not recaptured as the problem arose on the first implant attempt at the beginning of release where the 1 ¿diamond¿ was sticking out of the capsule. When turning the deployment knob, the physician indicated that they felt resistance. Up until the moment the issue occurred, the capsule responded to the rotating movements that externalized the valve out of the capsule. At the moment the issue occurred, the tip retrieval mechanism was activated, and the dcs was disarmed. Additionally, 1 deployment attempt was made because the system locked after activating the tip retrieval mechanism. In addition, moderate central aortic regurgitation was observed.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the nosecone severely over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a very slight bend along the capsule. There were bends to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. While attempting to retract the capsule via rotation of the actuator, the end cap separated with no resistance noted. Slight wear was visible to the distal end of the end cap clips and slight deformation and scratching was visible around end cap clips. Deformation was visible inside end cap and to the section of the end cap window that interacts with the end cap clip. While opening the capsule by advancing the tip retract mechanism and end cap while separated, significant resistance was noted. Bunching was visible to the distal and proximal ends of the inner member shaft. A valve could not be loaded into the device due to the damage to the end cap and inner member shaft. The reported event for unable to recapture could not be confirmed in the analysis as a valve could not be loaded to test the device¿s ability to recapture a valve. The reported event for capsule bent/bowed could be confirmed in the analysis. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original container jar submerged in clear solution. All leaflets were in a closed position. All leaflets were flexible and intact; no damages were observed. All commissures were intact. All sutures appeared intact. A slight bend to paddle 1 was noted. No other bends or kinks were found on the frame. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-29, serial/lot #: (B)(6) ubd: 11-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut pro+ system, the delivery catheter system (dcs) was "activated before half of the beep," but the dcs could not recapture or advance. Consequently, the system had to be withdrawn from the patient with the valve inside the dcs capsule, and then the patient presented with aortic insufficiency (unknown severity). The reporter provided a photograph of the system after withdrawal that showed the dcs capsule was unable to fully recapture the valve and also showed a bend in the capsule. It was stated that it was not possible to remove the valve from the system. A new dcs and valve were opened, checked, and successfully used for implant. According to the reporter, this event did not cause any harm to the patient.